Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected to treat the lesion. However, the stent was dislodged outside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported.